Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was not responding. A field service engineer reseated all the ribbon cables and the med flex cable to the board. After rebooting, the drawer could be opened but would fail again until another reboot. The mini controller was assumed to be faulty and was replaced, but configuration attempts failed with an error message, "value cannot be null, parameter name is matrix drawer." Inventorying the matrix drawer also failed without showing a failed drawer. Both drawers using the med cart were affected. The fse then reseated the med cart cable without success and replaced the comm sled, which resolved the issue and allowed both drawers to function properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers were stuck open and, after being forced closed through repair, refused to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.